Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (#(B)(4)) found that the connector pins were broken. All patient codes, device codes (B)(4) and fdc apply to the ins. Device codes (B)(4) all results and methods codes, and fdc apply to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the desktop charger connector pin was bent and the patient's battery went dead on (B)(6) 2018. The same day the patient reported that their right leg started to feel heavy again. They were able to charge the implant halfway that day, but then the recharger battery depleted and they could not complete the charge. The recharger was plugged in all night and it still did not charge up. No further complications were reported or anticipated. Additional information was received from the patient reporting that the replacement desktop charger resolved the depleted implant and symptoms. No further complications were reported or anticipated.